Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, limited information was obtained. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide additional training. To date, the ess visit has not been finalized. The scope was returned to olympus on (B)(6) 2018 for an unspecified damage. The scope was found with several critical dents on the insertion tube of the scope. This type of damage is likely related to improper maintenance of the scope. The scope was serviced and returned to the user facility. The instruction manual for use states, ¿the probability of failure of endoscope and ancillary equipment increase as the number of procedures performed total operation cause and/or total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected. If the irregularity is still suspected after inspection, contact olympus before use.¿ olympus will continue to investigate this event and will provide a supplemental report when additional information becomes available.

Event description:
Olympus was informed that nine patients tested (B)(6) for (B)(6) after undergoing unspecified bronchoscope procedures. The user facility also reported that they have not concluded whether the scope or the automated endoscope reprocessor (aer) machine is related to this event. The current conditions of each nine patients are unknown. Olympus is submitting nine reports to account for each of the patient. This is report 6 of 9.

Manufacturer narrative:
This supplemental report is being submitted to correct the information provided regarding the olympus endoscopy support (ess) visit. The olympus ess visited the user facility on two different dates. On (B)(4) 2018 the ess met with the user facility¿s infection control and assistant nurse manager who then informed the ess of 9 positive patient cultures. The ess then observed and reviewed the facility¿s reprocessing practice and found no inconsistencies/deviations. On (B)(4) 2018 the ess completed a reprocessing in-service training at the user facility.